Event description:
It was reported that the device was not able to deliver defibrillation correctly. There was no patient involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not transfer energy. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.